Event description:
It was reported that the patient was in the emergency room and it was noted that the patient's paced rate had decreased into the 40 beats per minute range. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.